Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for repair. Sorc inspected the device and confirmed the following; the endoscopic image was noisy due to terminal corrosion of the video connector socket. The rear panel of the device was rusted. The battery on printed circuit board of the device had drained. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image became intermittently. The user replaced the endoscope, however the problem could not be resolved. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). The reported event that the endoscopic image became intermittently may have been caused by unstable electrical contact connections due to terminal corrosion of the video connector socket. Terminal corrosion of the video connector socket may have been caused by the user connecting the endoscope without sufficiently drying the electrical contacts of the video connector, or by the user cleaning the video connector socket. In addition, the long-term specifications of the device may have drained the battery. And the rear panel may have rusted due to the user facility using the device in an environment that deviates from the operating environment recommended by olympus. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.